Event description:
Clinical study. It was reported that 74 days after a coronary artery drug eluting stenting procedure, the pt expired. Target lesion 1 was located in the proximal rca with 80% stenosis and was 10mm long with a reference vessel diameter of 4.0mm. Target lesion 1 was treated with predilatation and a taxus express2 8.8% 3.5x12mm drug eluting stent, with 0% residual stenosis. During this procedure, the mid rca was also treated with angioplasty and a guidant mini vision stent. The pt was discharged the next day on asa and plavix therapy. Two mos later, the pt was found dead at home by a family member. Site learned of pt's death when attempting to contact the pt that day regarding financial assistance with medications. The cause of death is "unk;" death certificate is not yet available. In the opinion of the physician the relationship to taxus stent is "unk."